Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in bacterial peritonitis manifested by cloudy effluent. On the same day, the patient was treated with intraperitoneal vancomycin (2g every 3 days for 3 weeks) for peritonitis. The day after the event, the patient was hospitalized for peritonitis. Therapy was ongoing. The patient was discharged seven days after admission to the hospital. Vancomycin was discontinued nineteen days after the event. The patient was retrained on aseptic technique. At the time of this report, the patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the patient performs peritoneal dialysis via continuous ambulatory peritoneal dialysis (capd) only. On an unreported date, the peritonitis was resolved and the patient was recovered from the event (previously reported as recovering).

Manufacturer narrative:
Complaint no: (B)(4). This report is for a break in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.